Event description:
(B)(4). It was reported that post a stenting treatment procedure, vessel dissection occurred. (B)(6) 2013 - the patient presented with stable angina. Two target lesions were treated during the procedure. The first target lesion was located in the proximal left anterior descending artery (lad) with 70% stenosis, a length of 12 mm, and reference vessel diameter of 4 mm. Which was treated with pre-dilatation and placement of a 4.00 x 12 mm (B)(4) stent. Post dilation was performed with a 4.0 x 8 mm apex balloon. Repeat angiography following postdilatation revealed a distal edge dissection which was treated with the placement of a second 4.0 x 12 mm evolve ii study stent, residual stenosis was 0%. The second target lesion was located in the right posterior descending artery (r-pda) with 95% stenosis, a length of 15 mm, and reference vessel diameter of 3 mm. Which was treated with pre-dilatation and placement of a 3.00 x 20 mm (B)(4) stent. Following post dilation, residual stenosis was 0%. The patient was discharged the next day on dual antiplatelet therapy.

Manufacturer narrative:
(B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).